Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a distributor via email that an ar-4501 meniscal cinch ii broke during insertion of the second implant. Surgeon was able to deploy the first implant in the posterior part of the meniscus. Then, surgeon had some difficulty accessing this anatomical part because it was very narrow. Finally, when surgeon started to place the cinch to deploy the second anchor, there was resistance. When slight pressure was applied, surgeon felt the tip of the device break. The physician assistant tried to insert the cinch again but could not go through, not even through the first layer of the meniscus. The cinch was removed from inside the patient and it was confirmed that both the sutures and the tip of the meniscal cinch were broken. This was discovered during a meniscal repair procedure on (B)(6) 2021. Surgeon completed case with another device. Additional information received 1/21/2022: the first anchor was deployed into the meniscus and it was successful; however, the second anchor did not deploy because the tip of the inserter broke. Surgeon did not retrieve broken fragment.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the shaft of the device had broken off. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.